Event description:
The facility reports the bag broke into the nitrogen vat. The bag was in a mechanical freezer in liquid nitrogen and contained 65ml of product. The length of storage was not reported. No adverse events were reported related to the event.